Event description:
Per the clinic, the the patient was hospitalized (date not reported) for migraines. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 03, 2024.